Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned. Defect found on returned strips: high readings, e0. Reported defect not reproduced on returned meter. Product evaluation has been completed. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in a follow-up call on 09-sep-2021 to ensure the replacement products resolved the initial concern. Able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 286, 487, 516, 210, 441, 280 and 297mg/dl. Customer was not using the proper testing technique. The customer¿s expected am fasting blood glucose test result range is 150-300mg/dl. Customer stated she is not stable with her blood results or diabetes. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).